Manufacturer narrative:
One imp,tsv,4.1mm,sbm,11.5 (tsv4b11) along with mount was returned for investigation. Visual evaluation of the as returned product identified signs of use and external thread damage. Functional testing was performed for stuck mount. The mount was stuck in the implant and could not be disengaged. Pre-existing condition was type ii (moderate) bone density. The device was located on tooth site #21 (universal) and event occurred during procedure, could not complete threading implant to bone level. X-ray or picture image was not provided. Appropriate documentation was reviewed. Documents reviewed: DHR review for the lot (63935677) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review by lot number (63935677) was performed for similar events and no complaint about nonconforming products was identified. Based on the available information, device malfunction did occur and the reported event was confirmed. The following sections have been updated:

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided. Patient weight unknown / not provided. Implant date unknown / not provided. Explant date unknown / not provided.

Event description:
It was reported that the implant stripped. Osteotomy performed for #21 area. Implant did not thread / go to bone level and was removed. Performed larger osteotomy and placed a new larger implant. As a result of this event, no injury to the patient reported. Symptoms as a result of the event: none reported

Manufacturer narrative:
The following sections have been updated: date of this report, describe event or problem, date received by manufacturer, checked "follow-up", checked follow-up type, entered evaluation codes, added manufacturer narrative.

Event description:
It was reported that customer confirmed that the mount could not be disengaged from implant.